Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reported a rupture of the right device and capsular contracture baker grade iii. The device has been explanted.this record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, red particles, white calcification, curved opening, wear abrasion and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified two curved sharp openings with localized stresses induced in posterior side assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness is within specification and non penetrating nicks reason for reoperation was rupture and capsular contracture baker grade iii.

Event description:
Health professional additionally reported a "thick and calcified capsule".